Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013 due to normal elective replacement indicator.

Manufacturer narrative:
No medwatch form was received.